Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report that occurred in the united states involving a pentax medical video gastroscope model eg29-i10-us, serial number (B)(4). The customer indicated that during reprocessing that resistance/friction was encountered. This occurred in the reprocessing room and there was no report of death or serious injury. Additionally the user noted that the reprocessing machine states not safe to use for patient due to possible hole in channel. The rental endoscope was received by pentax medical for evaluation on 26-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customers experience and documented the following inspection findings: operation channel- primary slice by accessory, failed dry leak test, failed wet leak test, distal body chip at channel opening at thinnest part, bending rubber leak at middle section, bending rubber pinhole. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, bending rubber, adjusting collar, angle wire, x-ring(1.8x19.6) gray. Model eg29-i10-us, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair completion and approved by final qc as 16-aug-2021.